Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1a162, implanted: (B)(6) 2016, product type: lead; product ID: 3389s-40, lot# va190le, implanted: (B)(6) 2016, product type: lead; product ID: 3389s-40, lot# va1a162, implanted: (B)(6) 2016, product type: lead; product ID: 3389s-40, lot# va190le, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va1a162, (B)(6), (B)(4); product ID: 3389s-40, serial/lot #: va190le, (B)(6), (B)(4); product ID: 3389s-40, serial/lot #: va1a162, (B)(6), (B)(4); product ID: 3389s-40, serial/lot #: va190le, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported when they implanted the deep brain stimulation (dbs) the lead was too short and was pulling so they had to go in and put an extension in on (B)(6) 2018. The patient sated she had to have the extension implanted "because of scar tissue" and the nurse at the managing health care professional (hcp) office told her to move her head from side to side and turn it "so that the scar tissue builds up". When the patient told her neurologist about this, he said no, she should not be doing that due to risk of pulling it out. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3389s-40, lot# va1a162, implanted: (B)(6) 2016, product type: lead; product ID :3389s-40, lot# va190le, implanted: (B)(6) 2016, product type: lead; product ID: 3708640, lot# nkn143540v, implanted: (B)(6) 2016, product type: extension; product ID: 3708640, lot# nkn142400v, implanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the placement of the extension did not resolve the issue of the lead pulling.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1a162, implanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va190le, implanted: (B)(6) 2016, product type: lead. Product ID: 3708640, lot# nkn143540v, implanted: (B)(6) 2016, product type: extension. Product ID: 3708640, lot# nkn142400v, implanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient stated she was still having problems and had gone to two different doctors. Additional information was received from the consumer. The patient reported on (B)(6) 2018 the physician put in an extension and it was worse than before the extension. The patient stated she got a second opinion and the second physician stated he would have done things differently. The patient stated she thought the lead was on a nerve or something. The patient stated it pulled and tugged so bad in her neck and shoulders.